Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the tip of the lithotripter basket detached. The physician was in the process of crushing a stone in the common bile duct when the tip of the basket detached. Several unsuccessful attempts were made to retrieve the tip. The tip remains in the pt; however, the physician felt that the tip would eventually pass. The case was completed with this device with no further pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.